Event description:
It was reported that the no external power alarms were observed on (B)(6) 2022 at 12:16:01 while the system controller was connected to the power module on the white power cable and a 14v battery on the black power cable. A backup battery fault was also observed. The external backup battery was changed in the system controller. The system controller was exchanged, the patient was discharged and the alarms resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of backup battery fault and no external power alarms was confirmed via log file analysis. The log file captured backup battery fault alarm events on november 17. It was noted during the event a no external power alarm was captured and appeared to be inaccurate. The white power cable was connected to the power module via 14v power module patient cable, and the black power cable was connected to a 14v battery/clip. The backup battery fault alarm appeared to be active because of the reported backup battery exchange. On (B)(6), a noted no external power alarm was captured. According to the voltage values, both power cables lost power from the mobile power unit and the system reverted to the backup battery briefly. Power was restored and all alarms cleared. Additional information communicated on 05dec2022 indicated system controller (serial # (B)(4)) was exchanged and no further alarms were reported. The suspected product is not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the suspected product associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault and ¿connect power¿ alarms. Section 3, under power the system, covers making or breaking connection between power sources. Section 2 of both manuals covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.